Event description:
It was reported that during a wrist tunnel carpal surgery, the 'blunt dissector' in the loan set broke off without any pressure being on the instrument, the device was old and worn. The broken piece was left in the patient, but it was successfully retrieved by reverting to open surgery, then all the pieces were removed using tweezers. The procedure was successfully completed without significant delays and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management documentation was performed, and the documentation is being updated to align with the reported event. Per complaint details, the ¿old and worn¿ loaner device broke during use without pressure; therefore, the surgeon converted to an open procedure. It was communicated that all pieces were removed with tweezers and the operation was successfully completed via open procedure. Per correspondence, no further requested documentation is available. Therefore, the root cause of the reported event could not be further assessed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.